Manufacturer narrative:
(B)(4). Batch # k5ck58. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did this occur? On this firing, was the trigger advanced and no staples deployed? Or, did the device lock out and would not fire at all? How was the procedure completed? The analysis results showed that the tlh90 device arrived in good visual condition and with a reload present. The reload was received with the staples. The device was tested for functionality with the returned cartridge reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not staple. There were no patient consequences reported. It is unknown how case was completed.